Manufacturer narrative:
B5: additional information received ; corelab review of cts from5 years and 7 years post-index showed persistent stent ring enlargement. No endoleak, stent ring migration, stent fracture or aortic migration was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant evo stent grafts were implanted in the endovascular treatment of a thoracic aortic aneurysm. It was reported that 39 months post index procedure , stent graft ring enlargement was identified. The measured maximum device diameter is 3.2mm greater than nominal device diameter. No distal migration or thoracic aorta lengthening were identified. No endoleak, aneurysm enlargement, or fracture has been identified it was reported 46 months post index procedure that interim imaging also noted the stent ring enlargement that is 4.1mm than nominal device diameter. No distal migration, thoracic aorta lengthening. The affected device is vemc3434c175ce. No cause was reported. No additional clinical sequelae were provided and the patient will be monitored. It was reported the core lab also noted the stent ring enlargement (3.7mm); on CT imaging from 47 months post index procedure. It was reported 58 months post index procedure that the distal stent has expanded to 43mm, original stent was 34mm.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.